Event description:
As reported via the registry, a pt experienced 80% in-stent restenosis approximately 5 months after the precise stent was implanted in their right distal internal carotid artery. The pt had not experienced neurological deficit and the restenosis was identified by routine carotid ultrasound. Successful balloon angioplasty was performed, and the pt was discharged the following day with no neurological deficit. At the time of the index procedure, angiography revealed 90% stenosis in the right distal internal carotid artery. The lesion was 20mm in length with severe concentric calcification. The reference vessel was 6.6mm in diameter and severely tortuous. An angioguard with a 5mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise rx was deployed at the target lesion with 20% residual stenosis. The angioguard was retrieved with no debris observed in the filter basket. The pt was discharged the following day on aspirin and clopidogrel.

Event description:
Approximately 10 months after the index procedure, carotid doppler revealed 80-90% in-stent restenosis. The patient was asymptomatic and the restenosis was successfully treated with angioplasty only. The patient had been compliant with anti-platelet therapy. The patient was discharged the following day. According to the investigator, the revascularization was not related to the index procedure or cordis product.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received on 7/30/2010 that a new event occurred on (B)(6) 2010. The complaint conclusion has been updated to reflect a second in-stent restenosis occurring approximately 10 months after the index procedure: as reported via the (B)(4) registry, a patient experienced 80% in-stent restenosis approximately five months after precise stent implantation and 80-90% in-stent restenosis approximately ten months after the precise stent was implanted in their right distal internal carotid artery. The patient had not experienced neurological deficit and the restenosis was identified by routine carotid ultrasound. Successful balloon angioplasty was performed, and the patient was discharged the following day with no neurological deficit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. In-stent stenosis is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the limited information does not suggest what factors may have contributed to the reported event.